Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. This review confirmed that all product and packaging components staged for this lot were consumed; therefore, we are unable to confirm the customer's report that there were items missing. A replacement was provided as a customer accommodation. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, when the acrobat suv vacuum stabilizer system packaging was opened, the blades were observed to be missing. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not be returning the product in question.